Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement of 129 ohms. Boston scientific technical services (ts) was consulted and discussed that the right ventricular (rv) lead is a single coil lead and can yield higher impedances. Since the patient had recently been seen in the clinic without significant findings, the clinician opted to continue to monitor the patient. The rv lead and implantable cardioverter defibrillator (ICD) remain in service and no adverse patient effects were reported.